Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the aspiration issue was not determined. The actions and interventions taken to resolve the issue was surgery was scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company rep regarding a patient receiving morphine (20mg/ml at 8.9mg/day) via intrathecal infusion pump for non-malignant pain. It was reported that the patient had symptoms of withdrawal, a metallic taste in their mouth, and flu-like symptoms. All symptoms had resolved but a catheter dye study was performed and couldn¿t be aspirated. Catheter and pump replacement were planned. It was reported that environmental/external/patient factors weren¿t applicable. The patient¿s status was alive with no injury.